Manufacturer narrative:
The customer was contacted for the return of the device. The customer has not provided an update. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old male patient, the device inappropriately shut down and would intermittently not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.